Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had many no delivery alarms followed by pump stop. Customer's blood glucose was 5.5 mmol/l. Customer could not troubleshoot as she was in school but promised to call back in the afternoon. Customer was advised to contact her diabetes nurse to book an appointment. Customer mentioned she had received over 50 no delivery alarms over the last period. Customer was advised that it could be a site related issue or she needs to change to a different infusion set.